Manufacturer narrative:
A REVIEW OF THE DEVICE HISTORY RECORD HAS BEEN COMPLETED. NO DEVIATIONS OR NON-CONFORMANCE'S NOTED. THE EVENT OF CAPSULAR CONTRACTURE IS A PHYSIOLOGICAL COMPLICATION AND ANALYSIS OF THE DEVICE GENERALLY DOES NOT ASSIST ALLERGAN IN DETERMINING A PROBABLE CAUSE FOR THIS EVENT. FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. REASON FOR REOPERATION: CAPSULAR CONTRACTURE BAKER GRADE IV.

Event description:
HEALTHCARE PROFESSIONAL REPORTED OF THE RIGHT-SIDE DEVICE: "CAPSULAR CONTRACTURE BAKER GRADE IV". PATIENT WAS PRESCRIBED 90 SINGULAIR FOR TREATMENT. THE DEVICE REMAINS IMPLANTED.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, Changed, and/or Corrected Data: B5, D6b, H6.